Manufacturer narrative:
Delayed foreign body reaction caused by bioabsorbable plates used for maxillofacial fractures. Archives of plastic surgery (2016) jeon, h.b., kang, d. H., gu, j. H. And oh, s. A. Archives of plastic surgery 43:40-45. This report is for an unknown rapidsorb/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: jeon, h.b., kang, d. H., gu, j. H. And oh, s. A. (2016) delayed foreign body reaction caused by bioabsorbable plates used for maxillofacial fractures. Archives of plastic surgery; 43:40-45. A total of 234 patients with a maxillofacial fracture underwent surgical treatment from march 2006 to october 2013, in which rigid fixation was achieved with a non-synthes plating system in 173 patients and rapidsorb (synthes, west chester, pa, USA) in 61 patients. Their mean age was 35.2 years (range, 15¿84 years). In this study, two cases of a delayed foreign body reaction after surgical fixation with bioabsorbable plates and screws were encountered. A (B)(6) male patient experienced foreign body granuloma. The patient had secondary surgery for the exploration and removal of the mass. This is report of 1 for (B)(4). This report is for an unknown rapidsorb a copy of the literature article is being submitted with this medwatch.